Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and spinal pain. It was reported that the patient had a procedure at a surgical center and came out of the procedure in "complete spasm." The patient felt like the pump was "not functioning." The pump was not alarming. No further complications were reported.